Event description:
Procedure type: colon resection. According to the reporter: the device cut but not staple properly. When removing the device, some tissues from the patient's rectum came out. The anastomosis was resected and a new instrument was used to complete the procedure. No blood loss occurred but surgery time was extended approximately thirty minutes as a result.